Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. One device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 72 devices were evaluated in the field and the issue was confirmed; 49 devices had broken/damaged components, six had bent components, one had a pinched component, two had dirty components, two had loose components, one had an incorrect component, one had a detached component, one was missing a component, and one had an alignment issue, the devices were repaired and returned. One device was not made available for testing by the customer; no cause was established. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 50 </noe> malfunction events, where it was reported the device was difficult to load/unload. There were 2 events with patient involvement; however, no adverse consequences or clinically significant delay in treatment were reported. There was also 1 instance with caregiver involvement in which the caregiver experienced pain as a result of the event.